Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed button error. The customer's blood glucose level was unknown at the time of the incident. It was reported that the customer could not clear the alarm due to the button problem. It was reported that the battery was removed and new battery was inserted but it did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test.